Manufacturer narrative:
We evaluated the inner tube and found a portion of the ceramic beak is missing, there are dents in the shaft. This device has been in use for over three years. The damages are most likely due to excessive mechanical force.

Event description:
Allegedly, the resectoscope inner tube's ceramic beak broke off into the patient during a cysto turbt procedure. They were able to recover the broken piece, and there was no injury to the patient.